Event description:
It was reported that there was particulate matter in the tubing of a large volume infusor. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 28, 2022 ¿ april 30, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye was performed and noted an orange color particle, measured to be 0.80 square mm in size, embedded in the material of the tubing line. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test (fourier-transform infrared spectroscopy). The reported condition was verified. The cause of the condition was a manufacturing related issue as a fragment of burnt pvc (orange particle) can potentially be embedded in the material of the tubing during the manufacturing process. The particle was not in the fluid path because it was embedded in the material of the tubing line, therefore, this issue is unlikely to cause harm. This issue does not impact the sterile pathway. Particulate matter outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.